Event description:
Received the notice from the distributor claiming the customer service agent and sales received a text from the customer claiming an endoclot air compressor does not have enough air flow. There was no death, injury or infection related to this.